Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during an albumin infusion, the nurse administered a flush in the line and a bulge developed in the middle of the tubing (not portion of tubing inside alaris). The nurse used an empty 10ml syringe to deflate the bulge prior to disconnection from patient-side of luer lock. Upon disconnection a large pressurized flow of medication came from the tubing. There was no report of patient harm.

Event description:
The customer reported that during an albumin infusion through a PICC line on a pump, the nurse administered a flush. Later, the nurse found a bulge that developed in the middle of the tubing (not portion of tubing inside alaris). The nurse used an empty 10ml syringe to deflate the bulge prior to disconnection from patient-side of luer lock. Upon disconnection a large pressurized flow of medication came from the tubing. There was no report of patient harm.

Manufacturer narrative:
The customer¿s complaint of a bulge was confirmed per a picture received from the customer. The reported leak was not observed in the picture; however, the picture did show that the silicone segment tubing had a ballooned bulge near the upper fitment. The root cause for this event could not be determined.

Event description:
The customer reported that during an albumin infusion through a PICC line on a pump, the nurse administered a flush. Later, the nurse found a bulge that developed in the middle of the tubing (not portion of tubing inside alaris). The nurse used an empty 10ml syringe to deflate the bulge prior to disconnection from patient-side of luer lock. Upon disconnection a large pressurized flow of medication came from the tubing. There was no report of patient harm.